Event description:
It was reported that during a sigma procedure, the teflon pad on the device melted. Case was completed with same like product. There was no patient consequence.

Manufacturer narrative:
Detached tissue pad. Evaluation summary: the analysis results confirmed that the device was returned with the tissue pad partially detached and partially melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when there is metal to metal contact between the blade and the clamp arm.